Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle, the cannula shield has a holes in it. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag with the shelf carton from lot#: 7296736. Customer states that there are holes in the shield. The returned syringe was examined and exhibited a damaged shield. Sample was forwarded to manufacturing (holdrege) on 30nov2018 for further review. On 04dec2018, holdrege received one (1) 0.3ml, 6mm, 31g syringe with an opened polybag and shelf carton from batch#: 7296736. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was inspected and it was noted that the shield had two main points of damage along one side of the component. The damage is consistent with an impact/crushing type of force, given the damage noted. The shield was removed from the remainder of the syringe and no damage to either the cannula or hub were noted at this time. Probable root cause for the damage noted within the returned samples is likely to be the result of a jaw jam on the ffs (form fill & seal) equipment during packaging of the syringes. When this type of event occurs, any portion of the syringe/components may be involved in the jam and exhibit varying degrees of damage. Generally, the result renders the device inoperable by the end-user. A review of the device history record was completed for batch#: 7296736 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200730314, 200730197, 200730302, 200730321] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield damaged/hole in product on lot#: 7296736. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle, the cannula shield has a holes in it. There was no report of exposure, injury, or medical intervention noted.